Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19238869.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a spinal cord stimulator revision procedure wherein one lead was replaced. The patient was doing well postoperatively and explanted lead will not be returned.